Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal would not work. The user converted the procedure to laparoscopic surgery with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the team tried open more new supplies did not work and surgeon wish converted to traditional laparoscopic surgery and used ligasure to complete the case on time. The patient tolerated the conversion with no injury reported. The instrument did not work at all. There was no audible sound when pressed and no tones. There was no sealing and no cutting. There was no bleeding observed. There were no error messages and technical support found no error messages in the logs. There are no video recordings for isi to review.

Manufacturer narrative:
The vessel sealer extend has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken white seal conductor wire at the conductor wire at the crimp inside of the housing. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The instrument was placed on an in-house system. The instrument passed the recognition and engagement test but failed the energy delivery and seal test. The synchroseal did not work as a result of broken conductor wire at the crimp. Additional findings related to customer reported complaint: the instrument failed the electrical continuity test during an inspection. The instrument was placed on an in-house system. The instrument passed the recognition and engagement test but failed the energy delivery and seal test. Additional observation(s) not reported by site: the instrument was found to have a bent main tube. The bending damage is located at the midpoint area. Components adjacent to this bent main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.